Manufacturer narrative:
Insulin pump passed the displacement test, idle current test, run current test, self test and off no power test. Insulin pump received with normal operating currents. No unexpected battery power loss, low battery alarm and off no power alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had off no power without low battery. The customer¿s blood glucose was unknown at the time of the incident. Customer states that this was second occurrence of off no power alarm. The insulin pump will be returned for analysis.